Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops our of the tube. The following information was provided by the initial reporter. The customer stated: "the cap popped off when using istat transfer device."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no customer samples or photos were received in support of this complaint. Therefore, 10 retention tubes from the bd inventory were functionally tested with no issues relating to cap pop off being observed. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube the stopper pops our of the tube. The following information was provided by the initial reporter. The customer stated: "the cap popped off when using istat transfer device."